Manufacturer narrative:
(B)(4): based on device history review (DHR), there are no associated nonconformity material reports with respect to order number. Review of the sterilization records showed no non-conformances. Results of environmental monitoring records showed there were no non-conformances for the associated order number. A review of the process/material changes was done and did not show any change in process or material that were related to the complaint. Based on the manufacturing record review and historical review the product met manufacturing release criteria.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Device was evaluated by manufacturer. Visual - the lens was received cut in two pieces most probably due to explanting the intraocular lens from the patient's eye. The lens condition is consistent with a lens that has been inserted and removed from the patient's eye. The lens can be identified as a tecnis toric acrylic 1-piece intra ocular lens because of the presence of marking holes. Further analysis on the lens is not possible due to the fact that the lens is damaged. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the right eye in a secondary procedure owing to the patient experiencing an unexpected post operative refraction. It was stated that there were no complications, no vitrectomy, and the incision was not enlarged during the procedure. Patient had a new lens implanted and was seen one week post-operatively on (B)(6) 2014 and was noted to be doing well. No further information was provided.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.